Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 262 mg/dl, 72 mg//dl and 189 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated the customer self-treated with cookies and milk. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.